Event description:
It was reported that the patient was experiencing shocking like sensations, weakness in his legs, and an acute exacerbation of pain. The patient visited the emergency room where he received a lignocaine infusion. X-ray imaging was performed and found no irregularities with the leads. An impedance check was performed and no impedances were found. The stimulation was turned off, however the physician could not confirm if the stimulation was the cause of the patient symptoms. A review of the database analysis determined the implantable pulse generator ipg was working as expected. The patient was discharged from the hospital.